Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es half height drawer number 2 need to be replaced. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 2.2 continuously generated 15 to 18 duplicate cubie pockets. The customer had to delete each pocket twice and reload it to get it to function, which lasted for 2-3 days before failing again. After multiple failed attempts by technical support specialist and field service engineer to resolve the issue. A field service engineer replaced the drawer. The storage space was reconfigured, and multiple pockets were recovered. The divider on the drawer was warped and had been adjusted multiple times. Once the new drawer was installed, a bad cubie pocket was found and replaced then tested in diagnostic mode. Additionally, the field service engineer performed proactive inspection and preventive maintenance. The system functioned as intended after the field service engineer repaired the device.